Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 600 mg/dl. The customer's another blood glucose levels were 170 mg/dl and 350 mg/dl. The customer stated that the insulin pump had hardware low level failures alarm during self-test. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The insulin pump passed self test. The customer stated that the auto mode feature of insulin pump was active at time of high blood glucose event. The device will not be returned for analysis.